Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date the manufacturer was made aware. D6b: explant date: two years ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 , model: sc-2408-56 , serial: (B)(6) , batch: 20764568/20879071.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.